Manufacturer narrative:
H3 device evaluated by mfg ¿updated h3 summary attached - updated d9 product available to stryker ¿ updated d9 returned to manufacturer on ¿updated based on the results of the DHR review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. During visual inspection, it was visible that an attempt appeared to have been made to shape the tip of the guidewire. The guidewire was kinked 55cm from distal end. The guidewire ptfe coating was examined under magnification and the ptfe was peeled/scraped off in several places along its proximal section from approximately 0.7cm to 107 cm from the proximal end. The guidewire distal section and hydrophilic coating was examined along its length with wet fingers. The coating was present on the guidewire and no anomaly was noted. The corewire distal end was observed through the distal tip dome and the nitinol tubing proximal bond was in place. The 2 introducer sheaths and 2 unknown devices returned with the reported device were inspected and no anomaly was noted. No green particles were evident. A functional test was not required as the reported event was confirmed based on the device analysis. The reported defect was confirmed during the device analysis. The device failed to meet specifications when returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that there was no anomaly noted to the packaging prior to opening the packaging, the device was confirmed to be in good condition during preparation/prior to use on the patient, the device was prepared as per the directions for use. The dispenser hoop was flushed before removing the guidewire and there was no resistance encountered when removing the guidewire from the dispenser hoop. The introducer sheath was used with the guidewire during the insertion process. The torque device was not used with the guidewire. There was no friction/resistance encountered during the insertion at the rhv and no force was used to overcome resistance. Continuous flush was set up and maintained throughout the clinical procedure. The device was in use on the patient at the time of the event. Coating particles where found on the physicians gloves. No exact position on the guidewire available. The procedure was completed successfully. There were no adverse consequences reported by the user, no surgical delay and no medical intervention required. This event has been reported to the authorities and the customer has not taken legal action. Analysis of the returned device found over 70% of the ptfe coated length was peeled off. It is most probable this occurred as a result an interaction with another device during use however this cannot be confirmed. Based on the review and analysis of the available information, the cause of this issue cannot be definitively determined. Therefore a cause of 'undeterminable' has been assigned to the as reported and as analyzed guidewire ptfe coating peeling. Analysis of the returned device also found the guidewire was kinked 55cm from distal end. The analyzed guidewire kinked/bent will be assigned handling damage as the issue is due to handling of the product or portion of the product during the clinical procedure, upon removal of the product from the packaging, or preparation of the product prior to use.

Event description:
It was reported that ptfe (polytetrafluoroethylene) coating on the guidewire (subject device) peeled off when introducing into the rhv. The subject guidewire was withdrawn and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Device is not available to manufacturer.

Event description:
It was reported that ptfe (polytetrafluoroethylene) coating on the guidewire (subject device) peeled off when introducing into the rhv. The subject guidewire was withdrawn and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.